Manufacturer narrative:
The device history record (DHR) review was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors, including hyperlipidemia.

Event description:
It was reported and learned through investigation, a patient with a 25mm 3300tfx aortic valve implanted eight (8) years, 11 months, was evaluated for valve-in-valve procedure due to aortic stenosis. It was learned patient ended up undergoing re-do avr with a 25mm 11500a aortic valve. Patient presented with shortness of breath. Patient was stable at the end of the operation.

Manufacturer narrative:
Corrected g3 of initial MDR. Correct aware date is december 26, 2025 the date in which information was received making this event reportable.